Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. On 12 apr 2024, it was reported that patient faced infusion set cannula was bent after removal from insertion site. The insertion site was at arm. The infusion set was in use for four hours. No further information available.